Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was not returned to j&j medtech orthopaedics, however, video were provided for review. The video investigation revealed that the drill cannot pass through one of the distal tibial nail holes. It can be observed in the evidence provided the inlay appears to have been moved and misaligned the holes with the nail during the attempts of assembly causing internal damage. The reported condition can be confirmed. No other defect was found. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the tibial nail advanced ø10 l 345's observed condition would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product code # 04.043.235s, lot # 5923p06. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23-may-2023, manufacturing site:jabil bettlach, expiry date:01-may-2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2024, during a tibial nail advanced procedure, the most distal oblique screw hole was not able to enter using the correct drill bit 4.3mm. The nail was newly opened from a sterile packaging, the scrub nurse was asked to test the clearance of each screw hole before starting nail insertion to patient body. It was found that the most distal screw was not able to pass through using the drill bit - seems it was blocked by the peek migration. However, the implant was then used in the patient body, not using the most distal screw hole. There was no surgical delay. The procedure was successfully completed.

Event description:
Additional information received states that no other medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.